Event description:
It was reported that on (B)(6) 2012 an acculink stent was implanted in an internal carotid artery and approximately two months later on (B)(6) 2013 the patient expired of unspecified cause. The death is listed in the study site as 'unknown' relationship to the procedure and to the study device. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event.